Event description:
It was reported that the surgeon used the pump post op pain management. The pt was discharged and then re-admitted several days later with a serious infection with required roughly a weeks worth of wound management. Upon seeing pt surgeon made a small incision at the op site and found puss. The surgeon cleaned and packed the wound and the pt on antibiotics. The pt has recovered. The surgeon can not be 100% certain that infection was caused by the pump, but suspects that this was the case.

Event description:
It was reported that the surgeon used the pump post op pain mgmt. The pt was discharged and then re-admitted several days later with a serious infection with required roughly a weeks worth of wound management. Upon seeing pt surgeon made a small incision at the op site and found pus. The surgeon cleaned and packed the wound and started the pt on antibiotics. The pt has recovered. The surgeon can not be 100% certain that infection was caused by the pump, but suspects that this was the case.

Event description:
It was reported that the surgeon used the pump post op pain management. The pt was discharged and then re-admitted several days later with a serious infection with required roughly a weeks worth of wound management. Upon seeing pt surgeon made a small incision at the op site and found puss. The surgeon cleaned and packed the wound and the pt on antibiotics. The pt has recovered. The surgeon can not be 100% certain that infection was caused by the pump, but suspects that this was the case.